Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that inflatable penile prosthesis (ipp) device was no longer working. Physician concluded that there was a fluid leak from the reservoir and the device needed to be replaced. All components were explanted and a new ipp was implanted. No further patient complications related to device